Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault sf197 indicating the outlet flow sensor was stuck. The device error was not duplicated during in-house testing. Internal inspection found water damage and corrosion in the device internal components. The evaluation also confirmed the device failure to complete its internal self-test. It was determined that the device failures were due to water ingress in the device. The device was repaired, calibrated, tested and cleaned before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) and stopped ventilation. The device also failed to complete its internal self-test. There was no patient injury reported as a result of this incident.